Event description:
This will be filed to report a mitraclip that opened during establishing final arm angle (efaa). It was reported that a patient presented with grade 3 functional mitral regurgitation (mr). During the deployment sequence of a mitraclip ntw, the clip was fully closed and jumped opened to about 20 degrees during establishing final arm angle (efaa). The clip jumped about a quarter turn of the arm positioner. The physician tightened it and closed the device. The lock was checked again. The cds device remained closed. The physician deployed the ntw device with no other issues. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported clip jumping and clip open during efaa was unable to be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).